Event description:
According to customer, an erroneously elevated wbc result was generated by the ac.t diff 2 instrument. The elevated wbc result ws 28.7 x 10 cells/l. The elevated wbc result was transmitted to the customer's laboratory information system (lis) and the printed wbc result from the lis was accompanied bu a critical high flag. The elevated wbc result was determined to be erroneous after reviewing the repeated wbc testing results from a different hematology analyzer. The repeated wbc result was 9.3 x 10 cells/l. It is unknown if a corrected report was sent out of the lab. The customer indicated that based on the elevated wbc result, the patient's antibiotic treatment was affected.